Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the reported complaint. A visual inspection was performed and found the front panel cover was broken. The illuminator was installed into a printed circuit assembly system and the image looked ok. No issues were found during a system power cycle or with the light image. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator light was flashing on and off. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the customer to use an alternate light source to finish the case. The customer used a storz tower as their alternate light source and completed the procedure robotically. There was no report of patient harm, adverse outcome, or injury. An isi field service engineer (fse) was dispatched to the facility and was unable to reproduce the reported complaint. However, a review of the system logs did confirm an error had occurred. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.